Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the cable assembly to be crushed between the housing which caused cuts in the insulation of the wiring harness and shorted out the electronic patient gas system (epgs). This resulted in a calibration failure.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) replaced the oxygen (o2) sensor cable and the stepper motor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr opened the epgs and found two cable assemblies that had been damaged. He replaced the epgs. The unit operated to the manufacturer's specification. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc) of the device, the electronic patient gas system (epgs) failed calibration. There was no patient involvement.